Manufacturer narrative:
The device was not returned for evaluation. The reported problem was confirmed with the provided photo. It shows two burrs/unintended flash on the cutter (plastic). The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. CAPA 2023-022 being initiated as well as a class ii recall being initiated.

Event description:
It was reported the chevalier valvulotome tore the harvested vein. The 2 ergots on the tip may likely be the cause of the issue. The device was discarded by the hospital. The surgeon had to repair the vein. The nurse inspected the rest of the products on the shelf and they all seem to have identical tips as shown in the attached image. All units on the shelf have been quarantined waiting for confirmation from lemaitre vascular.